Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept the device. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that there was a revision of an mdm liner. When surgeon got in the mechanism was disarticulated. The small head came out of the liner. This patient is a chronic "dislocater." Tried to push the head back in the poly and didn't go. Surgeon commented that a large force may have tore head out.

Manufacturer narrative:
An event regarding dislocation involving a restoration adm liner, a mdm liner and a metal head was reported. The event was not confirmed. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that there was a revision of an mdm liner. When surgeon got in the mechanism was disarticulated. The small head came out of the liner. This patient is a chronic dislocater. Tried to push the head back in the poly and didn't go. Surgeon commented that a large force may have tore head out.